Event description:
Review of service data detected a reportable event. During servicing, monitor sn (B)(4) was found to have a damaged belt connector. The last pt to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. As received, the monitor failed incoming testing. Upon evaluation, the monitor receptacle for the electrode belt connector was broken, and the pins were bent. The cause for the test failures were the damaged belt connector and bent pins, which prevented communication with a test belt. The root cause of the damaged connector and bent pins cannot be positively identified but is likely excessive force placed at the connector while an electrode belt was attached. No adverse event resulted from the defective monitor belt connector. The last pt to use this monitor did not report any deficiencies.